Event description:
Customer reported physical damage on the insulin pump. Customer stated that the battery cap is damaged, there is a crack in the reservoir compartment and the rubber o-ring inside the reservoir compartment came off. Customer does not recall how the damage was caused. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.